Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the white "o" ring on the 45 degree flapper valve broke off the trocar and fell into the pt. The "o" ring was retrieved. The trocar was discarded-no product is being returned. There was no consequence to the pt. Clinical follow up: 6/24/97-the surgeon was performing a laparoscopic cholecystectomy and during the procedure a gasket was lost. It was recovered and there was no consequence to the pt.